Event description:
Information received from the field notes that although the patient felt fine post implant, a few days later, she had nonspecific complaints. Upon interrogation, a message that the lead types had not been programmed was displayed. The device was found to be programmed to the initial shipped settings. The device was reprogrammed and the patient was sent home.